Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective triple bypass surgery, one minute after the initiation of cardiopulmonary bypass and while still in normothermic conditions, a progressive and sudden increase in oxygenator inlet pressure greater than 460 mmhg was observed with the use of the fusion oxygenator. This was accompanied by an increase in delta p greater than 300mmhg, and a high pressure excursion (hpe) was suspected. Monitoring of the oxygenator inlet pressure and delta p were conducted during the procedure. In response, compensatory maneuvers described in the literature were approved and performed to prevent device failure, including the administration of 100ml of albumin. The patient was not cooled until 60 minutes after the blood pressure values had returned to the acceptable ranges for extracorporeal circulation. These interventions contributed to the restoration of normal conditions of use. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer used an act to monitor heparin dosing. The temperatures pre and post oxygenator were on the venous return. Medtronic received additional information that the procedure was performed under normothermia, so the temperature was approximately 37°c.